Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a hernia. After implant, the patient experienced adhesions, hernia recurrence, scarring, bowel strangulation, pain, and mesh ingrowth into the small bowel. Post-operative treatment included removal of abdominal mesh, recurrent hernia repair, excision/debridement, bowel removal, lysis of adhesions, and scar revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced adhesions, hernia recurrence, scarring, bowel strangulation, pain, mesh ingrowth into the small bowel and abdominal pain. Post-operative treatment included revision surgery, removal of abdominal mesh, excision/debridement, bowel removal, lysis of adhesions, scar revision and placement of 10 x16 strattice mesh for repair. The device had been used with secured with surgitac [sic].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced adhesions, hernia recurrence, scarring, bowel strangulation, pain, mesh ingrowth into the small bowel, abdominal pain, . Post-operative treatment included removal of abdominal mesh, recurrent hernia repair, excision/debridement, bowel removal, lysis of adhesions, and scar revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. After implant, the patient experienced adhesions, hernia recurrence, scarring, bowel strangulation, pain, mesh ingrowth into the small bowel, abdominal pain. Post-operative treatment included revision surgery, removal of abdominal mesh, excision/debridement, bowel removal, lysis of adhesions, and scar revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced dense adhesions, hernia recurrence, scarring, bowel strangulation, pain, mesh ingrowth into the small bowel, mesh erosion into viscera and abdominal pain. Post-operative treatment included medication, revision surgery, removal of abdominal mesh, excision/debridement, bowel removal, extensive lysis of adhesions, small bowel resection, scar revision and placement of 10 x16 strattice mesh for repair. The device had been used with secured with surgitac [sic].

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was laparoscopic lysis of adhesions, lasting 90 minutes, laparoscopic incisional hernia repair with primary fascial closure and mesh buttress, the mesh used was 25 x 15 and it was cut down size. Six years ago - the patient underwent a procedure for total abdominal supracervical hysterectomy and bilateral salpingo-oophorectomy. The preoperative and postoperative diagnosis was a (B)(6) -year-old female with long history of chronic pelvic pain, fibroid uterus and menorrhagia. Four years ago - the patient underwent a procedure for diagnostic laparoscopy, extensive lysis of adhesions and removal of abdominal mesh. The preoperative and postoperative diagnosis was abdominal pain. Last year - the patient underwent a procedure for robotic assisted converted open recurrent incisional herniorrhaphy with 10 x 16 cm mesh, robotic assisted lysis of adhesions, 3 hours, small-bowl resection, removal of mesh and scar revision, 15 x 8 cm. The patient has had an additional surgery; adhesions; bowel removal; bowel strangulation; mesh removal and recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. After implant, the patient experienced dense adhesions, hernia recurrence, scarring, bowel strangulation, pain, mesh ingrowth into the small bowel, mesh erosion into viscera and abdominal pain. Post-operative treatment included revision surgery, removal of abdominal mesh, excision/debridement, bowel removal, extensive lysis of adhesions, small bowel resection, scar revision and placement of 10 x16 strattice mesh for repair. The device had been used with secured with surgitac [sic].